Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their ptm (personal therapy manager) was not working. The patient stated that they were having a hard time getting connected; they got stuck at the connecting screen and tried to reset the handset. The patient confirmed seeing ¿retrieving pump settings¿ then ¿no pump response¿. The patient also confirmed seeing a "myptm is not responding wait or close" message stating that they were able to successfully get connected after pressing the wait button. During the call, the patient tried to deliver a bolus and mentioned waiting at 90%. The agent assisted the patient with clearing data under patient data service and then the patient tried connecting to the myptm again and confirmed they were able to successfully connect without any issue. The agent reviewed information and advised the patient to call back if the issue persisted.